Manufacturer narrative:
The reagent lot number is 79975800, with an expiration date of 31-oct-2025. The calibration results were acceptable. The customer stated that they do not suspect any qc issues. The investigation noted that the measuring cells and gear pump had to be replaced. A general reagent or analyzer problem was not detected because the qc before the event had no issues and isolated non-reproducible results do not represent a general malfunction of the assay. E1 initial reporter establishment name: (B)(6).

Event description:
The initial reporter received a questionable elecsys probnp ii result from one patient sample tested on the cobas 8000 - cobas e 602 module. The initial result was 2500 pg/ml. The repeat result was 725.7 pg/ml. The questionable result was not reported outside the laboratory, as the result did not match the patient's clinical diagnosis.